Event description:
Pt had bone marrow aspiration. First attempt with same lot # product needle bent. Used second tray needle broke off and lodged in pt's bone. Pt was taken to x-ray and then to or as an attempt to remove needle.